Event description:
The pt rec'd 2 scs leads with the same lot number. It was reported one of the pt's cervical scs leads was replaced due to loss of stimulation and invalid impedance vision. The issues resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.